Event description:
Event description guidant received information that this implantable lead displayed an out-of-range shocking impedance. Additional information was received stating an invasive procedure was done to check the connections, and the proximal coil was loose, however it was not possible to tighten it. The device was explanted and replaced.